Event description:
Procedure type: resection. According to the reporter: three days after a post enbloc resection surgery, the doctor discovered leakage in the middle part of the anastomosis using the dstgia60 stapler in the patient after he developed abdominal pains. Reoperation was needed. Medical intervention was required but no reintubation was needed. Surgery time was not extended by more than 30mins.

Manufacturer narrative:
(B)(4).